Event description:
The customer stated that she was hospitalized several times due to low blood glucose levels. The reported blood glucose reading for the most recent hospitalization was 20 mg/dl. The customer stated that she was hospitalized because her transmitter was not working properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See MFR report number 3004209178-2009-09082 for the hospitalization report under the insulin pump.